Event description:
Third occurence same lot #. Product convatec duoderm extra thin cgf dressing lot 2c021101, exp date 2027-03-01. This is third infant. Used on face after apply convatec allkare protective barrier wipe product # 037444. All infants; initially redness extending out from area of application with increasing irritation and raised areas. When duoderm dressing removed as per product recommendations remained very reddened on all. This infant had superficial skin sheering under dressing despite removing as per product recommendations. Have used both products together for several years and no previous experience this outcome. Used allkare and silk tape mentioned without duoderm and did not have any skin reaction. All 3 newborns. No significant medical history. No antibiotics. Dressing used under silk tape as skin protectant for og tube securement. Silk tape is item 3m duropore ref# 1538-1. Fragile skin protection; to be used under tape on face.